Manufacturer narrative:
Of note, the device has not been returned to the manufacturer at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) on (B)(6) 2017. The hcp requested to know the analysis results for the pump. (Per the manufacturer device registration records, the pump was replaced on (B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative and a healthcare provider (hcp) regarding a patient who w as receiving 25 mcg/ml prialt at a dose of 1.2 mcg/day via an implantable pump for spinal pain. It was reported that the patient saw the code 8476 on the personal therapy manager (ptm) on (B)(6) 2017. It was stated that the ptm was just set up on (B)(6) 2017 and they were able to get a bolus. The patient tried the ptm on the (B)(6) 2017 when she received the 8476 code on the ptm indicating a motor stall. The hcp reported that there were intermittent stalls and recoveries beginning on (B)(6) 2017 (that was all the farther the logs went back). The hcp saw stalls and recoveries on (B)(6) 2017. It was reported that the last stall occurred on (B)(6) 2017 at 02:09 am and there was no recovery noted. It was stated that the previous stalls were 20 minutes to an hour, but this stall was longer. It was confirmed that there were no electromagnetic interference (emi)/magnetic sources present. The patient did not recently have an MRI as well. The hcp would refer the patient to the surgeon for a replacement. It was stated that the patient would be scheduled for a pump replacement, but there was no date scheduled yet. The hcp was not going to use minimum rate because the patient¿s current dose was so low. The hcp had the previous daily simple continuous dose of 10 mcg/day then decreased to 7-8 mcg/day due to the ptm use. There were no symptoms mentioned by the patient. There were no further complications reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies and has been replaced with above patient codes.

Event description:
Additional information received from a healthcare provider. It was reported that the patient experienced "lack of analgesia" related to the intermittent motor stalls and recoveries. The patient's weight was (B)(6).

Event description:
Additional information received on 2017-apr-03 from a healthcare professional reported the hcp silenced the alarms on friday, (B)(6), but the patient stated the pump was alarming all weekend every ten minutes. It was explained that if the motor stall recovered then stalled again the pump would start alarming again. It was noted the pump was going to be replaced on friday, (B)(6). It was inquired about programming the pump to stopped. It was discussed that they could increase the critical alarm interval to 2 hours instead of 10 minutes and that it would be preferred to not program the pump to off state if the pump was going to be sent back to manufacturer for analysis. No further complications were reported/anticipated.